Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to shaft bearing. Analysis of the catheter, model# 8731sc, serial# (B)(4), found the difficulty with the sutureless connector led to explant. Coring was also seen in the seal material in the cup of the sutureless connector. Leaks were seen during leak testing (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal fentanyl (2000.0 mcg/ml, 1048 mcg/day) and bupivacaine (2.0 mg/ml, 1.0488 mg/day) programmed to simple continuous mode for non-malignant pain. The catheter was stuck onto the pump during a normal replacement procedure. The catheter pump connector was replaced. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.